Event description:
The customer reported the sys displayed a stator not on error message and then shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The circuit breaker, backplane and filament driver board was replaced. Additionally, the candlesticks were regreased and a filament calibration was performed. The sys was then found to be operating as intended.